Event description:
It was reported to target that during a procedure this idc coil broke. Additional info obtained through a boston's representative indicated that when the physician tried to pull the idc back because it was a wrong size, the coil broke. There was o harm to the pt as a result of this event.